Event description:
It was reported that this implantable lead had a cardiac perforation one month after implant. The perforation was confirmed by echocardiogram. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction.

Event description:
It was reported that this implantable lead had a cardiac perforation one month after implant. The perforation was confirmed by echocardiogram. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. No additional adverse patient effects were reported.